Event description:
It was reported that during the procedure using a crushing technique, two promus stents were implanted at the bifurcation of the circumflex artery (cx) and obtuse marginal artery (om). A 2.5x23mm promus was implanted first in the cx followed by deployment of a 2.5x18mm promus in the om to crush the proximal segment of the 2.5x23 stent. The 2.50x18mm stent delivery system was removed from the anatomy without resistance. While the sds for the 2.5x23 was being withdrawn, it became caught on the 2.5x18mm stent. While pulling the 2.5x23 sds for a few minutes, force was applied and the catheter distal shaft separated, including the balloon from the catheter. The vessel was rewired and a new voyager dilatation catheter was delivered over the new guide wire and the separated distal shaft with the balloon backed itself out of the anatomy. Although there was no adverse patient sequela, there was a significant clinical delay in the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - against resistance. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: return goods lab analysis noted contrast in the balloon, and in the inflation lumen, which is consistent with preparation for use. The stent implant was deployed in the lesion, and therefore, was not returned. However, there were crimp marks visible on the balloon between the markers, indicating that the stent implant was originally positioned correctly and securely at the time of manufacturing. The balloon was loosely folded, which likely occurred after the stent deployment. There was an undamaged balanced middleweight guide wire inserted into guide wire exit notch, which was most likely the guide wire used during the procedure. The distal shaft was separated at the proximal edge of the guide wire exit notch, and the separated edges of the material were stretched, thus confirming the incident. There was blood in the balloon and in the inflation lumen, which most likely occurred as a result of the shaft separation. There were chatter marks on the distal shaft distal to the guide wire exit notch, and multiple bends in the hypotube shaft, which most likely occurred during the procedure as a result of the reported difficulties. Factors that can contribute to difficulty removing the stent delivery system (sds) post-deployment include, but are not limited to, interaction of the balloon with the stent implant if the stent is not fully expanded/apposed to the vessel wall, the balloon not being fully deflated prior to attempting removal from the stent, resistance with the guide wire/guiding catheter, interactions with the anatomy, and/or the balloon/sds getting caught in/with the stent struts. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a quality control sampling is used to verify the product quality. It was reported that the physician applied force when the sds met resistance. It should be noted that the promus instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. The reported IFU deviation did not directly cause or contribute to the reported difficulty to remove, but likely contributed to the reported shaft separation/detachment. It is most likely that the difficulty to remove occurred as a result of the reported 2.50 x 23 mm promus sds becoming caught in/with the struts of the deployed 2.50 x 18 mm promus stent implant and the distal shaft subsequently separated/detached as a result of force applied by the physician. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and there were no other incidents for shaft separation/detachment for this lot. There is no indication of a product quality deficiency.